Event description:
It was reported via repair work order that the right side rail was stuck in the down position due to a bent glide rod. It was further reported that the translation cap was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the right side rail was stuck in the down position due to a bent glide rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation also determined the translation cap was missing.